Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had no delivery alarms. Customer stated they would change out their infusion set and reservoir, but the alarm persisted. The customer's blood glucose was 185 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. It was also found insulin was unable to exit with a plunger push and there was greater than normal resistance. The customer will be returning their reservoir for analysis and replacing their insulin pump. No additional information provided.